Event description:
Additional information: as of (B)(6) 2019 the patient was stable. Health professionals thought that the patient experienced electrostatic discharge (esd), which caused the reported events. The patient stated that they were wearing clothing that would promote such events. It was recommended that the patient not to use that kind of fabric and no more events had occurred.

Manufacturer narrative:
Investigation of this event revealed that the reported momentary pump stops resulted from electro static discharge (esd) as a built in protection of the device when exposed to esd and are not considered a device failure. As there was no malfunction or deterioration in the characteristic and/or performance of the device, the event no longer meets the requirement for reportability and events with a similar root cause cannot be identified. The hm3 lvas IFU and patient handbook provide information regarding esd and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 72 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced low flow and pump off alarms on (B)(6) 2019. There were no patient consequences as a result of the events. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.